Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, "the tip would not straighten to neutral position." Additionally, there were no visible damages noted to the device. The procedure was completed with a second truetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no apparent harm.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the distal section of the working length (including the extrusion and exposed cutting wire) was twisted approximately 360º and the exposed cutting wire was also bent. An attempt was made to untwist the tip by rotating the handle but was unsuccessful. A functional evaluation to bow the device could not be performed due to the device damage. The evaluation concluded, that the twisted working length was likely caused when the customer rotated the handle to direct the cutting wire and tip position to the desired orientation. Rotating the handle for desired orientation could twist the working length and distal tip. It appears the user over-rotated the handle causing the twisted tip. Therefore, the most probable root cause of "operational context" is selected for the complaint. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a truetome¿ 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, "the tip would not straighten to neutral position." Additionally, there were no visible damages noted to the device. The procedure was completed with a second truetome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with no apparent harm.